Event description:
It was reported that during a da vinci s hysterectomy procedure, the pulley on the pk dissecting forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken pitch cable at the instrument's wrist. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing passed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.